Event description:
It was reported that the patient presented at the clinic due to a history of lead noise. It was found that the patient's right ventricular (rv) lead exhibited noise oversensing and fracture of the lead was suspected. Programming changes were made. The patient was stable.

Event description:
New information received indicated that the patient's right ventricular (rv) lead was explanted on (B)(6) 2025. The patient remained stable.